Event description:
Fresenius medical care canada, inc. Reported that there was excess fluid removed from a patient during a hemodialysis treatment. The patient became hypotensive 90 min. Into the treatment and received a total of 1,200 ml. Of saline. Patient's bp was normalized and was ambulatory post treatment. Based on the reported pre and post weights, saline given and what the machine indicated was removed, there was a weight loss variance of 2 kg. There was no serious injury or illness.